Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had transient tingling and numbness of lips and thumb. Computed tomography (CT) without contrast showed a small sub-arachnoid hemorrhage. International normalized ratio was 2.0 on 17jul2023. The patient received fresh frozen plasma and was transferred to the critical care unit for closer neurological status monitoring. During the night and early in the morning of (B)(6) 2023, the patient had worsening mental status and was intubated for airway protection. Another CT was taken, showing worsening subarachnoid arterial hemorrhage on both sides as well as an intraparenchymal hemorrhage on the right side with midline shift. The patient had dilated fixed pupils and absent corneal reflexes bilaterally, with likely herniation. The patient passed away due to subarachnoid arterial hemorrhage, intracranial hemorrhage, and subdural hematoma with herniation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was admitted on (B)(6) 2023 for a transplant workup. They were upgraded on the transplant list to unos status 2 on (B)(6) 2023. The patient's coumadin was put on hold and they were started on heparin on (B)(6) 2023.